Event description:
It was reported that an occlusion alert occurred, the alert was dismissed, blood glucose rose to approximately 200 mg/dl, and after returning home the user performed an infusion set change with assistance, after which blood glucose decreased to 128 mg/dl and was improving; the event involved an infusion set occlusion that resolved after supply change on an ilet system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with lack of effect attributed to the reported occlusion, and the device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.